Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted because it was not inflating. A new inflatable penile prosthesis (ipp) device was implanted. The patient's outcome was successful following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR review cannot be performed as the lot number for the device was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.